Manufacturer narrative:
(B)(6). On 05may2017, writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email: the jaw broke while in a patient. No patient harm, all pieces of the instrument were recovered. No further information available.

Manufacturer narrative:
(B)(6): one (1) sp8384 wavy grasper ta insert device was received for evaluation. Evaluation by the quality engineer and manufacturing engineer confirmed the reported failure. Visual examination revealed that the sp8384 device jaw part was completely separated from the actuating rod. It was observed that the link that connects the jaw parts was stretched and the opening to the actuating rod was also expanded. The pin that connects the jaw part to the rod was not returned. A review of carefusion¿s (now bd) records revealed that the device has been in the customer¿s possession for almost 2 years. It is unknown how many usage and re-processing the device has undergone during that time. It appears some type of force or stress was applied for the links and the rod to be in this condition and pin to have fallen out from the force. This failure is indicative of some type of handling issue during use or re-processing (possible user clamped down with a twisting motion on something not intended for use or snagged on something with a pulling motion). The root cause of this reported failure is most likely due mechanical overstress. A review of the device history record revealed no non-conformances. The device passed all acceptance criteria for release. Conclusion(s): customer ¿ mechanical overstress the device was confirmed to be damaged due to some type of overstress applied to the device during handling / re-processing within customers care. It has been recommended to review the products instructions for use, IFU 36-0151 in particular the handling, processing, inspection and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.